Event description:
Patient had ifuse implants. Post operatively the patient had new onset complaints of ipsilateral leg pain and numbness. A CT scan reveals that both ifuse implants were too medial and violated the lateral margin of the s1 and s2 foramen. A revision case was performed. Both implants were removed and replaced with shorter implants.

Manufacturer narrative:
Based upon the complaint information and investigation, there is no evidence to suggest device failure or that the device was out of specification. In addition, the failure mode and effects analysis and the surgical technique manual were reviewed. Root cause was determined to be incorrect implant size selection. Late report of this adverse event is addressed under (B)(4).